Event description:
On (B)(6) 2025, the patient's legal guardian (lg) applied a new pod to her son. Shortly afterward, he began experiencing elevated blood glucose (bg) levels, reaching approximately 27 mmol/l (486 mg/dl). On (B)(6), due to the persistently high bg levels, the legal guardian took her son to basildon university hospital emergency department for medical attention. During the hospital visit, ketone levels were also found to be high at 3.4 mmol/l. The pod was still active at the time of admission but was later replaced at the hospital. The legal guardian administered 2-3 manual insulin corrections under medical guidance to help reduce bg levels. The hospital team monitored bg and ketone levels every two hours. After approximately 10 hours, once bg levels stabilized and returned to the normal range, lg's son was discharged the same day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.